Event description:
A keofeed tube was inserted in this pt. The metal stylet remained in. A portable chest x-ray showed adequate placement of the feeding tube. The stylet was unable to be removed so the feeding tube was removed and reinserted and re-xrayed.